Event description:
It was reported that the device could not be interrogated at follow-up. Two different programmers were used and trouble shooting was performed; however, they were unsuccessful. It was suggested to replace the device. It was decided that the device will not be replaced because the patient no longer exhibits indications for an ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.